Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: loosening of implants, tibial component has collapsed into varus, femoral component appears to be well fixed; femur and patella well-fixed, tibial component grossly loose inside the cement mantle, cement was well adherent to the bone; tibial component removed with difficulty by hand; patella left intact, all other component replaced without difficulty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: item#:00596001851; femoral component precoat size h left; lot#: 11010282. Item#:00596205012; articular surface 12 mm height; lot#: 62097502. Item#:00596009900; taper stem plug; lot#: 62610494. Item#:00598009000; stem extension replacement screw; lot#: 62611142. Item#:00597104100; 48mm headed screw; lot#: 77002996. Item#:00597104100; 48mm headed screw; lot#: 77002982. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial left total knee arthroplasty performed 6.5 years ago. Subsequently, the patient was revised last month due to pain, swelling, and loosening of the tibial component. Upon revision, the patellar component was left intact, and all other components were replaced without complication.